Manufacturer narrative:
The pump was received with a blank display due to corroded electronic assemblies. The pump was received with a corroded motor home switch. The pump also had minor scratches on the lcd window. No constant tone was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of moisture damage to their insulin pump. The customer states they fell out of a canoe into the water with their insulin pump on. The customer's blood glucose level at the time of incident was 172mg/dl. The customer states the device is foggy under the screen and looks like there may be water. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.